Manufacturer narrative:
A supplemental MDR is being submitted due to a correction. Section b3 and h10 has been updated accordingly.

Event description:
As reported through the japanese tavi registry reporting system, after a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, on postoperative day (pod) 5, the patient had pain in the right lower extremity and received treatment for acute thrombotic obstruction of the right lower extremity. An echo revealed an acute thrombotic obstruction of the right popliteal artery. On pod-7, a thrombectomy was performed. After the thrombectomy, the patient underwent rehabilitation therapy. The subsequent course was favorable without any other complications and the patient was discharged. Per medical opinion, the cause of thrombotic obstruction was unknown. On pod-13, the patient's outcome was "resolved".

Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall transcatheter aortic valve replacement (tavr) procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that although the exact cause of the reported event was unable to be determined, the event may have been due to patient and or procedural factors such as embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.